Event description:
It was reported that during replacement surgery for a depleted battery, three systems diagnostic tests were performed on the old lead and new generator and high impedance was seen greater than 10,000 ohms each time. Patient was not consented for lead revision at that time. Pin re-insertion with the lead and generator was attempted but did not resolve the issue. At a later date, the lead was replaced. The impedance after the lead was replaced was within normal limits . The explanted lead is not available for return and analysis. No additional relevant information has been received to date.